Event description:
A surgeon reported the haptic of an intraocular lens (iol) stuck to the lens surfaced during implant surgery. When the surgery tried to loosen the haptic from the lens surface, the zinn zonule was over pressured by to much force causing half of it to dehiscence. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause is most likely related to a failure to follow the dfu. Account used an unapproved viscoelastic. The use of unapproved products may result in lens delivery difficulties or lens damage. There have been no other complaints reported in the lot. Additional information has been requested. (B)(4).